Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient. The customer no longer has the strip vial to return.

Event description:
The customer complained of a discrepant low inr result on coaguchek xs meter (B)(4) compared to an unspecified laboratory method. The customer tested on the meter at 8:08 a.m. With a result of 1.9 inr. The customer was tested at the laboratory within 7 hours and the result was 2.6 inr. The customer's coumadin dose was adjusted based on the laboratory result. The customer's therapeutic range is 2.0 - 3.0 inr. The customer has some bruising; no medical treatment is required for the bruising. There was no allegation that an adverse event occurred. The customer has had no changes in diet, health or other medications. The customer's meter was not coded correctly. The customer is not anemic or polycythemic. The customer does not have anti-phospholipid antibodies. The customer is not on any other anti-coagulants. The meter and test strips were requested for investigation, however, the customer no longer has the strip vial to return.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was tested with qc solution: qc 1: 2.4 inr. Qc 2: 2.5 inr. Qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.